Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (7) open 32gx4mm bd pen needles without tear drop labels attached. The consumer reported that 5 pen needles would not stay on her humalog pen when she attempted to remove the outer cover (and similarly 2 on a later event date) and informed that the non-patient end cannula was bent. All 7 returned pen needles were examined and it was observed that all 7 exhibited a bent non-patient end (npe) cannula. The bent npe cannulas would obstruct the threads on the hub which would not allow the pen needle to attach to a pen injector properly. Since all 7 pen needles were returned after use the probable cause of the bent npe cannulas can be traced to the user. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 5 bd pen ndl 32g 4mm hp needles were difficult to operate. The following information was provided by the initial reporter: the consumer reported that 5 pen needles would not stay onto her humalog pen when attempted to remove outer cover. Date of event: (B)(6) 2021. Samples status: awaiting sample.